Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information received from the field indicating that the suspected cause for the high threshold was lead fracture. Subsequently, this lead was abandoned surgically, and a new rv lead was successfully implanted. No additional patient adverse effects were reported.